Manufacturer narrative:
No report of patient involvement. Reported fault was left in a voicemail left for ge healthcare technical support. Technical support was unable to contact the biomedical engineer. Resolution is unknown.

Event description:
The hospital reported the unit alarmed "software error", this error would have resulted in a loss of mechanical ventilation. There was no report of patient involvement.